Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had no stimulation sensation and when the patient raised their arms they did not feel anything. It was stated the patient did not feel stimulation when their arms were lowered either. It was noted the patient stated this change occurred the day prior to report and there were no known accidents or incidents related to the complaint. It was also reported the screen was blank on the patient¿s programmer. It was later reported the patient was still not feeling stimulation in their back after changing the batteries in their programmer. It was also stated the patient had not felt stimulation since three days prior to report. It was stated the patient asked if they should be feeling a shock when they raised their arm. It was also noted the patient still did not feel stimulation after increasing the stimulation to 2.45 volts. It was reported the patient had no falls or trauma but did have a loss of therapeutic effect. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient's implant quit working, it was reported that "the machine it shows that it's working" but patient was not feeling stimulation. It was reported that after troubleshooting with patient programmer, it was working but patient was "not really" feeling stimulation.